Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017. The catheter was explanted on (B)(6) 2017. The patient had a headache and a small bulge at the catheter anchor site. There were no applicable environmental, external, or patient factors. There were no applicable diagnostics or troubleshooting performed. The hcp stated there was a cerebrospinal fluid (csf) leak around the initial catheter placed. The leak would not heal on its own, so a new catheter was placed and tisseal was used to help close the leak. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient was receiving 10 mg/ml morphine at a dose of 2.8 mcg/day. Additional information was received on 2017-feb-07. The csf leak occurred around the catheter. The hcp did not know exactly when the leak started, but sometime after the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Fdd code (B)(4) no longer applies.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient¿s catheter was ¿reinserted¿ on (B)(6) 2017. It was noted that the patient never got relief and had a knot in his back. It was stated that the surgeon was concerned and operated first instead of doing a dye study but the patient wanted to do the dye study first. It was indicated that the surgeon said ¿there was a problem with the catheter and that¿s about as specific as I can get,¿ per the consumer. It was noted that the dose of the morphine was ¿0.999 on a regular basis¿ with a 0.1 bolus and that the patient could get ¿up to 2.999 mg,¿ per the consumer.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 10.0 mg/ml morphine at a dose of 0.999 mg/day via an implantable pump for non-malignant pain. It was reported that when the patient left the hospital he was a ¿little shy of 3 mg¿ and that was if he used every available bolus. The patient stated that he was not getting any relief. The surgeon said he was not surprised because he started the patient on a small dose. The patient called the surgeon back after he got off his medication from surgery. The patient was just on the pump and not getting any relief. The patient saw the surgeon and he said the patient should tell the managing healthcare provider (hcp) to ¿not drag his feet and to aggressively up the medication¿. The patient reported he had a small knot on his back and the surgeon stated the knot was from trauma from the surgery and was really small. The two hcps were communicating. When the patient went to his managing hcp instead of increasing the dose, the hcp decreased it ¿a couple three tenths¿. The hcp changed it around and felt it wasn¿t so much the medication he could just ¿do if different¿. The patient went back to the surgeon and he upped it a little bit, but the patient was still not back to where he was when he left the hospital at implant, so the patient was still not getting relief. The patient reported the managing hcp didn¿t want to do a dye test to see if it was working. The hcp was planning to go back in on (B)(6) 2017 and replace the catheter in the spine. The lack of therapeutic effect started in (B)(6) 2017 (initially indicated the day following implant then stated probably on the way home from the implant). The small knot was noted 3 or 4 days after the implant. When the patient left the hospital after implant, he thought he was getting some relief. The hcp gave him two narco every 4 hours and the patient was also on a dilaudid pump while at the hospital. The patient was also receiving 30 mg of methadone. When that all wore off, the pump was not doing anything. The patient mentioned he was taking more pain pills since getting the pump. The patient stated he was thinking about cutting the thing out himself. The patient also stated that if this was unresolved after surgery and the hcp did not increase the dose, he wanted to have it removed. The patient read the following off his telemetry strip: the concentration is 10.0 mg/ml, the ¿continuous thing¿ is 0.999 mg/day, request a bolus every hour 20 times a day, bolus was maximum 2.985 mg/day, bolus duration 00.21h, total maximum daily dose was 0.100 mg, and under that stated 2.985 mg/day and 199%. The patient reported he had three major injuries from years ago and almost lost his foot and they wouldn¿t do anymore surgery. The patient has had problems with his knee, broke his back in four places, and broke his sternum. The patient stated he had been on medication for years and used to be on 100 mg fentanyl patch and dilaudid for break through pain. The patient got off of everything for 10 years.